Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device investigation summary: during visual evaluation of the sample, it was observed to be ruptured. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies observed. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture was the reason for the revision procedure. The rupture was discovered intraoperatively. Concomitant products: concomitant: 325cc mentor memorygel breast implant (catalog number 3503251bc, serial number (B)(4)). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 325cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture baker grade IV. During a breast augmentation revision on (B)(6) 2018 for the capsular contracture, the surgeon identified that the right-sided device was ruptured as they were removing it. The surgeon proceeded to remove both of the patient's devices and replaced them with 445cc mentor memorygel breast implants (catalog number 3507445mc, left-sided serial number (B)(4) right-sided serial number (B)(4)). On 11/19/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.